Event description:
It was reported that the patient presented in clinic with atrial flutter. It was noted upon interrogation that the right atrial (ra) lead was not sensing nor capturing. An ra lead revision was performed. The ra lead was capped 29 may 2024 and replaced. The patient was stable.